Manufacturer narrative:
The reported problem could not be duplicated. The frequency of death or serious injury reports for code 100 (accuracy/underdelivery) for lifecare 5000 plum products is .00/million sets.

Event description:
Underdelivery noted during routine preventative maintenance testing. The pump was tested using abbott performance verification test procedures. The biomedical engineer reports receiving 16ml with expected delivery of 20ml, and 24ml with expected delivery of 30ml. He isolated the primary and secondary lines and noted that the primary seemed to deliver as programmed, but the secondary was underdelivering. There was not patient involvement.